Manufacturer narrative:
The reported event of high pacing impedance was confirmed. Upon receipt, the battery voltage was above elective replacement indicator (eri) level. Test leads were inserted into the header and screws were able to hold normally. The device was interrogated normally on the merlin programmer. The high voltage and pacing lead impedance was measured and the pacing lead impedances were all greater than the upper limit. Destructive analysis was performed and high current was found. The cause of high impedance and current was due to an electrical component anomaly.

Event description:
During a routine device replacement procedure, high pacing impedance was observed on the right ventricular and left ventricular channels. After disconnecting the leads from the device and testing them on the pacing system analyzer, the impedance measurements were normal. The physician suspected the high impedance was due to a lead to header connection issue. The device was explanted and replaced to resolve the event and the patient was in stable condition.